Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3550-39, lot# n326462. Implanted: (B)(6) 2014, product type: accessory. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation, loss of therapeutic effect, and less than 50% therapy relief in the back. The weekend prior to this report the patient was not getting stimulation in her back after getting into the backseat of a car. The patient was reprogrammed the day of the report and impedance testing was performed and the patient reported better coverage. The patient called the manufacturer¿s representative (rep) again the night of the report and said it was not better. The rep. Met with patient again for reprogramming who reported better coverage and hadn¿t heard anything else from the patient. At the time of the report the patient was alive with no injury.